Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d334drm implantable cardioverter defibrillator (B)(6) 2013; 5076-52 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that within hours after a right ventricular (rv) lead replacement procedure, noise was observed on the rv lead which resolved overnight. The following day, a strange spike pattern was noted on the atrial channel of the electrogram along with a change in r-wave morphology during impedance measurements. The pocket was opened and the rv lead pin was removed and reinserted into the header. No connection issue was observed and the spike pattern remained. The rv lead remains in use. The atria lead remains in use. No patient complications have been reported as a result of this event.